Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively the right ventricular (rv) left bundle branch lead exhibited unstable thresholds due to inadequate slack and intermittent loss of capture. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.